Event description:
During an av fistulogram and multiple angioplasties, a small piece of broken sheath was noted after the case when the sheath was removed. Retrieval was attempted, but unsuccessful. Radiology was notified and it was determined to leave the broken tip in the pt. Pt and family members were notified.